Manufacturer narrative:
This report is submitted on march 12, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a breakdown of the skinflap, resulting in an extrusion of the internal magnet. It was reported that soft tissue closed over the exposed area without medical intervention. The patient is currently being clinically monitored by their healthcare provider.